Manufacturer narrative:
An ocd field engineer arrived at the site and determined that the pressure was too high. The fe performed adjustments to the pressure to return the analyzer to expected operation. This customer has not logged any complaints against this analyzer since this incident. Incident is isolated. (B) (4).

Event description:
The customer reported that the dilution cup overflowed on the ortho provue analyzer. No erroneous results were reported. Fluid leak can lead to dilution of reagent/sample, carry over / cross contamination from microtube in microtube, erroneous test results and transfusion of incompatible blood.